Event description:
It was reported that the patient with this pacemaker experienced severe pain. Boston scientific technical services (ts) advised by talking to the physician for symptom evaluation. As of this time, this device remains in service. No adverse patient effects were reported.